Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved cannula accessory involved with this complaint, however the device evaluation is still in progress and has not been completed. A follow-up MDR will be submitted once the device evaluation has been completed or if additional information in received. In may 2014, field safety notice #2955842-02-28-2014-001-r was delivered to the site and acknowledged. The field safety notice requested for all single-site 5mm curved cannulae including part #428071-03 to be replaced and returned. The complaint is being reported due to the following conclusion: the single site curved cannula has a potential weld defect that could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved cannula accessory was rotating the wrong way. The customer removed it and replaced it with a backup. The procedure was completed with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with the complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure mode. The single site curved cannula was found to have a weld defect. As a result, the shaft rotates from the bowel. A field safety notice #2955842-02-28-2014-001-r requested for all single-site 5mm curved cannula including part number 428071-03 to be replaced and returned. The complaint is being reported due to the following conclusion: the single site curved cannula has a potential weld defect that could potentially cause or contribute to an adverse event.